Event description:
It was reported to boston scientific corporation (bsc) in 2008, that a maxforce tts balloon dilatation catheter was used during an egd, (esophagogastroduodenoscopy) procedure on thirteen days earlier (patient age, gender and weight unknown). According to the complainant, "... When the balloon was inflated, it deflated immediately and the distal end broke off. When the device was pulled back thru the scope, a piece of the balloon remained in the pt and another balloon was used to retrieve the piece that remained in the back of the throat." Reportedly, no foreign pieces remained in the pt. The procedure was completed with a different bsc dilatation balloon device (model unknown). No pt complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine".

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. The june 2008 15-month maxforce balloons tts product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that no additional complaints have been reported for the lot.